Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Reference MFR report: 1627487-2019-05960, 1627487-2019-05961. It was reported that the patient's drg leads migrated after suffering from a fall. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the leads were explanted.